Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Your report that the needle failed to fully retract within the safety shield upon activating the safety mechanism was confirmed and the cause appeared to be manufacturing related. One needle from a 20g insyte autoguard device was provided for investigation. The needle was received fully retracted within the safety shield. The safety mechanism was reset and a functional test showed that the needle hub caught on a deformed edge of the grip, which prevented the needle from fully retracting within the safety shield. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Defective product/safety malfunction: rep response on 03-sep-2025: date was on (B)(6) 2025. Product was unable to correctly safety when pushing the white push button.